Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump had a blank display. Customer's mother did not know the customer's blood glucose level at the time of the incident. Troubleshooting was performed on the insulin pump and customer's mother was advised to remove the battery and reinsert after two hours and call back if issues persisted. Customer's mother called back and stated the display did not return. The insulin pump would only blink on and off, then go blank again and had a continues beep. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electronic board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.